Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low scan result but experienced symptoms of high blood pressure, shaking, and tiredness. An ambulance was called and paramedics obtained a result of 29 mmol/l on their meter and admininstered novorapid insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event. A sensor reading of 3.2 mmol/l was compared to an hcp meter reading of 29 mmol/l, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.